Event description:
Reporter indicated that her vns therapy system "has been defective since day one". The vns causes the pt "severe pain" and "has turned itself on a couple of occasions". The pt desires explant of the vns. All attempts for further info from the attending physician have been unsuccessful to date.